Manufacturer narrative:
Follow-up # 1 ¿ (01/19/2015). The patient¿s meter has been returned on 12/18/2014 and evaluated by lifescan product analysis on 1/8/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (02/11/2015). The patient¿s test strips have been returned on 1/15/2015 and evaluated by lifescan product analysis on 1/28/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging inaccurate result of "14.3 mmol/l" as compared to a result of "6.9 mmol/l" obtained on another meter when tests were performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.